Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed an episode that was incorrectly binned by the implantable cardiac monitor as atrial fibrillation. There were no patient symptoms, and the patient will continue to be monitored.